Event description:
A male underwent initial aaa repair in 2009. The pt was not a candidate for open surgical repair due to many comorbidities. The pt's distal aorta measured at 11m with calcium. The aortic neck was short, angulated, and had a reverse funnel. The physician decided to use a renu device as the primary graft. Once the renu device was placed, there was a huge type I endoleak so he placed a main body extension, but due to the angulation the endoleak persisted. Since the type I endoleak persisted, the physician did not want to put in an occluder at this time because he did not want the blood to build up in the aneurysm but he did perform a femoral-femoral bypass just in case the endoleak resolved. Seve days later, the endoleak still persisted so the physician placed a renu cuff. Due to the suprarenal stent, the device was laced exactly where it was needed and sealed the type I endoleak. He was then able to put in an occluder with a successful outcome. Pt is doing well.

Manufacturer narrative:
Event evaluation: still under investigation.